Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous, 75% stenosed lesion in the mid left circumflex (mcx) artery. A 3.5x08mm xience skypoint drug eluting stent (des) was advanced but could not reach the target lesion due to the anatomy. The des was removed with resistance from the anatomy and a non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.